Event description:
Peri-guard was used few weeks ago instead of dura guard. Customer wants to know the risks associated. It was used for a neuro or spinal surgery, he was not sure. Customer has no information on product batch, expiry date or patient.

Manufacturer narrative:
(B)(4). Baxter medical assessment: dura-guard processing is identical to all tissue-guard processing (including peri-guard), with one exception: the dura-guard product has a tighter limulus amebocyte lysate (lal = endotoxin testing) endotoxin specification as per the us pharmacopeia requirements as compared to peri-guard. This lower lal threshold differs from those in the other tissue-guard products because dura-guard is used in contact with csf. Dura-guard device endotoxin specifications require <2.4 EU (endotoxin units) per device or <0.06 EU per ml. Peri-guard, peri-guard supple and vascu-guard specify <20 EU per device or <0.5 EU per ml. Although no serious adverse event is reported, the potentially higher levels of endotoxins of a product not recommended for use in cranial or spinal surgery may induce locally inflammatory reaction, and by that may augment the already existing perioperative inflammatory processes usually encountered in surgical patients. Adequate retraining (review of the dura-guard and peri-guard IFU) emphasizing the necessity to only use dura-guard in procedures in which the implant is placed in contact with the cerebrospinal fluid is recommended and should be appropriately documented. If this use error were to recur, adverse health consequences are expected. A follow-up report will be sent upon completion of both the retraining and investigation.

Event description:
Additional information received on (B)(6)-2015: the customer has confirmed that the patient is fine and there was no patient harm.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Lot number was not available however, batch record review was performed for the tier iii lot (spce114-01a0028) and tier ii lot (spcut13-09i0087). The tier iii lot was identified as the only peri-guard lot shipped to the customer in 2014. These lots cannot be conclusively linked to this complaint. This review demonstrated that an endotoxin level (revealed through lal testing) of less than 0.01 EU/ml. This level meets the requirement for dura-guard products. Released product from this lot met all other specifications and requirements. The root cause of this event is a failure to follow instructions through inadvertent product substitution of peri-guard for dural indication. Baxter (B)(4) indicated that further review of complaint rates was conducted for inadvertent substitution of peri-guard where the use of dura-guard was indicated. A change to product labeling, color coding of the different tissue guard products, became effective on (B)(6)-2012. The rate of unintended substitution per units shipped prior to that change was (B)(6) percent. After the effective date of the change, the rate dropped to (B)(6) percent. Based on this information, additional changes to product labeling will not be undertaken. The complaint was not confirmed and no trend was identified. Retraining of the customer has been initiated. This case will be kept on file for trending purposes.